Event description:
Caller reported a minimum fill notification after the user filled the cartridge with just under 300 units of insulin. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus of insulin to address high bg. Customer contacted primary care provider for alternate form of insulin therapy.